Event description:
It was reported a pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman trusteer access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) was selected for use. The wds was prepared, advanced and deployed in the laa. Approximately one hour after deployment of the closure device, while the patient was in recovery, a drop in blood pressure was observed, and a pericardial effusion was identified. Pericardiocentesis was completed to treat the effusion. There were no further complications, and the patient was discharged. It was further reported that cardiac tamponade occurred.

Manufacturer narrative:
H6: patient code added.

Event description:
It was reported a pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman trusteer access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) was selected for use. The wds was prepared, advanced and deployed in the laa. Approximately one hour after deployment of the closure device, while the patient was in recovery, a drop in blood pressure was observed, and a pericardial effusion was identified. Pericardiocentesis was completed to treat the effusion. There were no further complications, and the patient was discharged.